Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 has ghost fault icon on screen but nothing shows up under recover storage space. A field service engineer powered off station, unplugged drawer 4, rebooted application, shut down, reconnected drawer and restarted. The fse checked connections and removed debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had failed drawer 4.1. The customer stated that this malfunction caused a delay, since the user managed to get medication from other station. However, there were no adverse events or injuries reported based on this event.